Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient was not hospitalized during the event on (B)(6) 2017. The physician does not believe the patient's symptoms are causally related to drug therapy or that the pump has malfunctioned. The physician suspects that the patient may have a cerebrospinal (csf) leak due to a catheter problem. The patient experienced swelling, and the area of swelling will be wrapped and compressed until the swelling subsides.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient had a possible reaction to bupivacaine, potentially due to an adjustment in pump therapy medication dosage. Bupivacaine at a dosage of 0.6 mg/day was added on (B)(6) 2016 to the patient's pump therapy medication of dilaudid at 10 mg/day. On (B)(6) 2017, the patient experienced nausea, vomiting, diaphoresis, confusion, agitation, and diarrhea. The patient's condition became increasingly worse, and the patient later went to the emergency room. It is unknown if the patient was admitted to the hospital. The patient was treated with a zofran IV, and the dosage for dilaudid was lowered to 2 mg/day. There were no pump issues reported.